Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was priming and the insulin pump delivered a bolus of 11 units. The customer was advised to check the bolus history and the active insulin screen; he stated that both appeared with the amount of the bolus delivered. The customer stated he was calling because he was concerned about the insulin pump delivering insulin. No troubleshooting was performed. Blood glucose value was 339 mg/dl. The insulin pump was not replaced or returned for analysis.